Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. On support day 5, it was reported that the patient experienced supraventricular tachycardia and/or ventricular tachycardia, and a lidocaine drip was discontinued and changed to procainamide, which was increased to 3 mg. The impella 5.5 was repositioned, however the following day it was noted that the patient continued to experience ventricular tachycardia. Additionally, it was noted that the patient expired while on impella support.

Manufacturer narrative:
A5 is unknown. Based on the information available, the impella 5.5 cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was discarded by the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.